Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 2 needle 26x3/8 ib experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no.; 305110 batch no. 8361850. This report represents all available product information. No additional information is available. 1. Description of issue: plugged needles, would not allow insulin to be drawn back into them. 2. Number of occurrences:2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number? 26 g, 3/8¿ needle ¿ 305110; 5. Product lot number: 8361850. 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution? No further follow up is required. Customer reported being able to load cartridge with 3rd needle/syringe set. Customer requested 2 syringes be sent out. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle 26x3/8 ib experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no. 305110, batch no. 8361850. This report represents all available product information. No additional information is available. Description of issue: plugged needles, would not allow insulin to be drawn back into them. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 26 g, 3/8¿ needle ¿ 305110, product lot number: 8361850. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: no further follow up is required. Customer reported being able to load cartridge with 3rd needle/syringe set. Customer requested 2 syringes be sent out. Note: product category = needle/syringe issue.